Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Dr. (B)(6) performed a revision tka on a previous medial uni. Original dos was (B)(6) 2012. He said patient fractured their tibial plateau, unrelated to surgery, about 3 years ago which healed without revision. This led to some pain and instability, so he revised it to tka.

Manufacturer narrative:
Reported event: an event regarding alleged instability and pain involving a mck tibial baseplate-rm/ll-sz 3 was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient to confirm the reported event or complete a medical review. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the consulting clinician deemed the provided patient information insufficient to verify the event and to perform a medical review. X-rays and operative reports would be required to provide a meaningful dictation for this case. There is no indication that faulty design, manufacturing or materials of the implants were responsible for the reported instability and pain reported in this case. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Dr. (B)(6) performed a revision tka on a previous medial uni. Original dos was (B)(6) 2012. He said patient fractured their tibial plateau, unrelated to surgery, about 3 years ago which healed without revision. This led to some pain and instability, so he revised it to tka.